Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after connection the rv lead coil pin into the header, the physician thought it was a bit loose. The physician turned the setscrew to loosen it, but when the physician tried to tighten the setscrew again, the setscrew would not move. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.